Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient stated that left ventricular (lv) lead was programmed off as her physician informed her the use of this lead was resulting in premature battery depletion of this device. Since the programming change, the patient has been experiencing weight gain and swelling in her legs. The patient believes she is at risk and is suffering and in jeopardy due to the device potentially reaching end of life much earlier than expected. Efforts to obtain additional complaint details were unsuccessful. No additional adverse patient effects were reported.